Event description:
The physician was attempting to deploy a 3.5mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca that exhibited severe calcification, 80% stenosis and was located in a vessel with moderate tortuosity. It was reported that the physician was unable to cross the lesion. Evaluation of the returned device revealed damage to the stent. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the first and second distal stent struts were raised and deformed. Third and fourth distal stent segments were slightly raised. The stent was positioned on the balloon between the marker bands as per specification. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)). (B)(4). Results: (patient vessel/lesion morphology; moderate tortuosity, 80% stenosis, severe calcification), (stent deformation and failure to deliver device). Conclusion: (patient vessel/lesion morphology; moderate tortuosity, 80% stenosis, severe calcification).